Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was observed. All tubes filled as expected and visual inspection found no clots. Visual inspection of the retained and control tubes confirmed the reported defects. Root cause could not be determined. Bd was able to confirm the customers¿ indicated failure, hemolysis, because the defect was evident in the testing of the retained lot samples. Visual evaluation of the control samples for hemolysis demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is therefore confirmed with respect to hemolysis in lot 0133849. Bd was not able to identify a root cause for the indicated failure mode. A trend was not identified.

Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: a customer complaint about hemolysis with two paxgene blood ccfdna tubes .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced hemolysis. The following information was provided by the initial reporter. The customer stated: a customer complaint about hemolysis with two paxgene blood ccfdna tubes.